Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high, rising and unstable threshold values. High and rising impedances were also noted on the rv lead. The lead was reprogrammed, and subsequently explanted and replaced. No patient complications have been reported as a result of this event.